Event description:
It was reported that the cks tibial lock key had migrated out of the tibial poly component. The surgeon is currently monitoring the patient, as there may be some indication of pain/discomfort; however, no revision surgery has been planned as yet as the surgeon is still evaluating the possibility of replacing only the lock key component.

Manufacturer narrative:
Investigation is still in progress.